Event description:
On (B)(6) 2013 a neurotherm employee received a call from the facility reporting a patient was burned at the grounding pad location. The facility stated they completed a rf lesion with an rf-gdp-l grounding pad and tried to perform a second rf lesion when the generator displayed an unsafe error. The facility then rebooted the machine and it still provided the error message. The facility checked the rf-dgp-c, which is the reusable adaptor cable that connects the disposable grounding pad to the generator, and found the connection from the grounding pad wire to the grounding pad socket to be extremely loose. A blister was noticed on the skin of the patient.

Manufacturer narrative:
The adaptor cable was returned to neurotherm. The grounding pad was not returned by the facility. The investigation was conducted on the rf-dgp-c and revealed an intermittent wire within the connector. This intermittent wire caused the unsafe message. The true cause of grounding pad blister has not determined.